Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia.the blood glucose level was 30 mg/dl at the time of event and the patient got treated with intravenous glucose the length of hospitalization was less than 24 hours no further information available.